Event description:
It was reported that during insertion, the physician felt resistance when inserting the guide. He tried to pull it out, but was unable to do so, it was stuck. After several attempts, he manages to pull it out, but the guide is no longer rigid, it's like an accordion: it's come out completely relaxed.

Manufacturer narrative:
H11: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.